Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that a catheter had been in place for about 2-3 weeks when an x-ray showed that the catheter had started to fracture at the marker band. The catheter was in the patient's kidney and was still draining as intended. The catheter was removed in one piece and a new catheter was placed without injury to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.